Event description:
It was reported that the patient was brought to the emergency room (ER) by parent because the patient was agitated over the prior couple of days, his left leg was pulling and on the day of report he had a fever. The patient¿s fever had since gone down. No alarms were noted in the logs. The surgeon may do a dye study on the following day. It was later that the catheter backed out of the intrathecal space and was coiled near the bi-wing anchor, which appeared to be intact. This was observed via x-ray with the patient¿s neurosurgeon. It was assumed that the event was due to migration due to patient movement during transfers, as the patient requires total care, is non-verbal and is in wheel chair or in bed at all times. The x-ray was taken on (B)(6) 2014 and possibly again on a later date not provided. At the time of report, the patient was not receiving effective therapy. A catheter revision was to be scheduled so on. The patient was doing ok and was back to baseline spasticity as not getting any baclofen intrathecally. The pump was used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that surgery was done on (B)(6) 2015. The spinal segment of the catheter was replaced. It was noticed that a bi-wing anchor had either flipped over or was implanted in caudad versus cephalad. This could have easily pulled a new catheter out of intrathecal space. The catheter was revised easily and the hcp was relieved that the reason was discovered. The patient was recovering well and there were no other complications.

Manufacturer narrative:
(B)(4).